Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome. It was reported that the patient's device was in overdischarge, as the patient was non-compliant with recharging. The rep attempted to interrogate the battery, but the patient refused to spend any time to jumpstart it. It was noted that the patient was having surgical intervention planned on (B)(6) 2017. No further complications or patient symptoms were reported.

Manufacturer narrative:
Fdc corrected to 22. If information is provided in the future, a supplemental report will be issued.